Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using a regular retainer, the patient's back bottom left tooth broke when using retainers initially.also, bleeding and discomfort was noted.